Event description:
A physician visited integra neurosciences implants on march 23, 2007 for a meeting and reported that in a 27 pt population, aged 19 to 65 years, implanted with nph low flow valves, seven pt's were explanted because of infections. This pt group consisted of those treated for so called secondary-nph: pt's suffering from natural drainage obstruction due to malformation, tumor growth or resulting from head trauma. The seven infections are not related to the device, according to the physician, but to the critical clinical status of such pt's (long stay in ICU, pulmonary infection).the physician stated they experience the same infection rate with other valves for such pt's, and such infection rates also found in literature. However, specific complaint files are opened for these seven cases. The seven related MDR numbers are: 9612007-2007-00017, 9612007-2007-00018, 9612007-2007-00019, 9612007-2007-00020, 9612007-2007-00021, 9612007-2007-00022, and 9612007-2007-00023. Add'l info has been requested for valve serial numbers and pt data. All valves have been discarded by the hosp.

Manufacturer narrative:
The product is not expected to be returned for eval. Investigation has been initiated based upon the reported info.